Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: a review of the pump black box data showed a sudden drop in voltage on (B)(6) 2017 and (B)(6) 2017 resulting in replace battery alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked in thread area and below grip pad. There was evidence of moisture contamination inside battery compartment. A leak test showed leaks at battery compartment crack and cover crack. During investigation, the pump intermittently powered on with the returned battery cap and a test battery cap. With a fully charged battery installed, the pump powered on with a low battery warning or replace battery alarm. Current draws were found to be out of specifications. When the transceiver/cgm board was unplugged, the current draw levels returned to within specifications. The pump case was removed and evidence of moisture was found inside pump on components of the printed circuit board. High current draw levels were found to be due to moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.